Event description:
The customer reported that the pt underwent a revision of their kinemax knee and after removal, the tibial baseplate was found to be fractured into two pieces. It is also reported that, one of the condyles is separate to the remainder of the baseplate.